Event description:
The right ventricular (rv) lead was explanted on (B)(6) 2025 as part of a system extraction due to sepsis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).